Manufacturer narrative:
Manufacturer narrative: clinical code: 4582 - no clinical signs, symptoms or conditions- no health damage to the patient. Impact code: f 2199 - no health consequences or impact- no health damage to patient and no surgical intervention was performed. Device problem code : 2889 - deformation due to compressive stress - kinking of the stented section of the thoraflex hybrid device. Component code: 4755 - part/component/sub-assembly term not applicable type of investigation: 4110 - trend analysis: - thoraflex hybrid sales jan 22 - nov 25 vs hybrid kinking events jan 22 - dec 25 gave an occurrence rate of 0.079% . No trend requiring action has been identified. 4111 - communication interview: additional information was requested on 07 jan and 15 jan 26 regarding curvature of landing zone , any issues with device during implant, availability of imaging , patient pre condition, diameter of aorta in distal landing zone and further treatment. Additional information was received on 16 jan 26 confirming no additional information or scans are available for this event. 3331 - analysis of production records: full batch review was performed from base fabric to finished product for batch ID -26152197 which confirmed the device was manufactured to specification with no issues found. 4117 - device not accessable for testing: device remains implanted investigation findings: 213 - no device problem found - device was manufactured to specification with no issues found. Investigation conclusion: 4310 - cause traced to non device related factors - intake information stated a CT image showed a kink in the stent-graft at the severest curve of the descending aorta indicating most probable root cause as patient related ( anatomy ) however as no scans or additional information was received for review and the device was manufactured to specification. No causal link between the event and the device could be determined. Additional information:- we are writing to formally notify you of a delay in the reporting of adverse events relating to thoraflex hybrid devices, and to extend our sincere apologies for this delay. The affected manufacturer report numbers are as follows: manufacturer report # terumo complaint # aer due dat aer report date 9612515-2026-00012 (B)(4) 25-dec-2025 30 apr 26 9612515-2026-00013 (B)(4) 08-jan-2026 30 apr 26 9612515-2026-00014 (B)(4) 15-jan-2026 30 apr 26 9612515-2026-00015 (B)(4) 22-jan-2026 30 apr 26 9612515-2026-00016 (B)(4) 16-jan-2026 30 apr 26 9612515-2026-00017 (B)(4) 25-feb-2026 30 apr 26 we acknowledge that the adverse event reports were not submitted within the required regulatory timeframe. An error was identified during a review of vigilance reported to the us where we have made the assessment based on device catalogue number and/or gel type, rather than product family code. The complaints occurred in japan, canada and EU and were fully assessed and reported to the marketing/competent authorities where the event occurred. Please be assured that we take our vigilance and regulatory obligations very seriously. To deal with the non-conformity, CAPA-2026-0009 was raised and as a corrective action we are now sending the us mdrs. Following identification of this issue, CAPA-2026-0009 was raised on 15-apr-2026. We have conducted a robust investigation into the circumstances that contributed to the delay and are implementing appropriate corrective actions to prevent recurrence and to strengthen compliance with reporting timelines. We apologise unreservedly for any inconvenience caused and appreciate your understanding in this matter. Should you require any further information or clarification, please do not hesitate to contact us.

Event description:
Following implantation of the thoraflex hybrid device, the physician reported that a kink was noted in the stent-graft. A CT image showed a kink in the stent-graft at the severest curve of the descending aorta. During the procedure, there was a pressure difference, but there was no particular concern. After the procedure, there was no problem with the patient's condition. It was confirmed that no tension was applied during peripheral anastomosis. It was also confirmed by the sales representative that the collar was positioned correctly at the anastomotic site of the aorta during the procedure. This report is being submitted as initial final for manufacturing report number 9612515-2026-00015 to provide event closure information for (B)(4).